Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) is experiencing difficulty establishing and maintaining communication with her ipg using the charging system. In an effort to resolve this matter, a replacement charging system was issued to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful.